Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation for the lead implanted at the l1 vertebral level sometimes in 2016 (exact date not provided). Surgical intervention was undertaken in 2016 (exact date not provided) and the lead was revised. The manufacturer requested device information and additional information pertaining to the date and details of the revision, but no information was able to be provided.